Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6) - (r1006683401, r1006759201, r1006759201). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed 2 times due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 2.62mm and left coronary cusp (lcc) was 4.9mm. During the procedure, the patient developed a first-degree heart block. A temporary pacemaker was implanted. Post-procedure, the patient was experiencing chest pain and EKG note a left bundle branch block. The chest pain was treated with ibuprofen and tylenol. The patient was then discharged on (B)(6) 2026.